Event description:
It was reported that this implantable device showed poor sensing on one of the leads. Programming options were discussed. The device remains in service. According to the field representative this allegation was a field representative error. The device was programmed appropriately. Also, no more information was available for this case. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable device showed poor sensing on one of the leads. Programming options were discussed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.